Event description:
It was reported that during implant attempt, the lead had high unacceptable impedance. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) during analysis no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation is kinked/buckled, the outer insulation is breached cut, there is blood in/on the helix/lobe mechanism and the lead is stretched. Apparent explant damage.